Manufacturer narrative:
E1: initial reporter facility name - (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and mildly calcified vessel. A 5.0mmx40mmx40cm sterling balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.